Event description:
It was reported by the affiliate that during a liver resection procedure, on the second firing, the instrument fired only one half of the staple line. A new cartridge was used to complete the case. Surgery was prolonged two minutes. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.